Manufacturer narrative:
Investigation: a review of the device history records (dhrs) for lot no. 21bh06q was conducted. No pre-existing anomalies were identified among the devices manufactured within the same lot. A final MDR report will be shared upon completion of the investigation.

Event description:
During a shoulder surgery performed on (B)(6) 2026, while reaming for a 19-degree augment, the smr shaft angled glen reamer (product code 9013.75.355, lot no. 21bh06q) engaged with a retractor, resulting in fracture of the distal tip of the reamer shaft. The detached part fell into patient and then removed. As this was a regional case, a drop set was available on site. The instrument was replaced, and the procedure was completed without further complications. The surgery was delayed by less than 15 minutes. The patient is a 63-year-old male. Event happened in australia.